Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced seizure and hypoglycemia. It was reported that ¿it was saying low blood sugar¿ (not specified if this was cgm or bg reading) and then the patient lost consciousness. The patient´s father called an ambulance. At that point the cgm was showing an sensor failure. When the ambulance arrived they took a bg reading which was 25 mg/dl. The patient was taken to the hospital and was admitted for 5 days. There the patient was treated with lantus and novolog (diabetes management). At the time of contact, it was indicated that the patient was stable. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.